Event description:
It was reported prior to starting a da vinci si procedure that a small clip applier instrument had a broken tip. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the instrument placed on system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument is fully functional. There is no sign of any broken tips. Engineering observed indentation on both distal pulleys on the edges.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.